Manufacturer narrative:
B7: added medical history. H6: conclusion code 4316:-appropriate term/code not available is being used for "false claim." H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2017: (B)(6), phd. History and physical. Never smoker, 1 can of beer per week. History: urinary reflux repair 1980. Medications: aspirin. Weight 236 lb 8 oz, bmi 35.96 . Exam: abdomen; umbilical hernia, opening is about 2 cm. On (B)(6) 2017: (B)(6), phd. Operative report. Pre-op diagnosis: umbilical hernia with obstruction, without gangrene. Post-op diagnosis: umbilical hernia with obstruction, without gangrene. Procedure(s): repair hernia umbilicus with gortex mesh. Anesthesia attending: (B)(6), md. Anesthesia type: general. Asa code: iii. Description of procedure: indication: this patient previously had laparoscopic capd catheter placement and has been on peritoneal dialysis. He developed umbilical hernia after starting capd . Therefore umbilical hernia repair was indicated this time. Procedure findings: the patient was placed on the operating room table in supine position and his abdomen was prepped and draped in the usual sterile fashion. We first made about 3 cm long transverse incision around the umbilicus. We initially attempted to [sic] not to open peritoneum however umbilical area was severely inflamed and decided to open peritoneum. Since mesh should not be exposed to the peritoneal space because of the capd (potential leakage through the mesh) we first closed the anterior fascia was [sic] interrupted mattress suture using 0 ethibond. A small patch of gore-tex patch was overlaid using 0 ethibond. The incision was then closed in 2 layers with 3-0 vicryl suture and 4-0 monocryl suture. We also placed the #10 jp drain in the subcutaneous layer. The patient tolerated procedure well and transported to the recovery room in stable condition. Attestation: I, dr. (B)(6) was present during entire procedure. Estimated blood loss: no values recorded between on (B)(6) 2017 12:54 pm and on (B)(6) 2017 2:33 pm. On (B)(6) 2017: (B)(6) hospital. Implant record. Mesh synthetic l10cm 7.5cmw 1mm abdominal non absorbable rectangle thick eptfe duplex ca/1ea s0175101. Manufacturer: davol. Action: implanted. Area: abdomen. Serial no: (B)(6). Model/cat no: 175101. Number used: 1. On (B)(6) 2017: (B)(6), md pgy1. Discharge summary. Admission diagnosis: umbilical hernia repair with mesh. Mr. (B)(6) is a 69 year old male with end stage renal disease/chronic kidney disease on capd [continuous ambulatory peritoneal dialysis] since 2016 who developed an umbilical hernia following laparoscopic pd [peripheral dialysis] catheter placement. He is status post umbilical hernia repair with mesh placement. By discharge, tolerating regular diet, pain well controlled, ambulating without difficulty. Medications: aspirin. Follow up on (B)(6) 2017 for wound re-check and drain removal. Activity as tolerated. Lifting, no more than 5 lbs, removed dressing in 24 hours. Exam: weight 230 lbs, bmi 35. Abdomen; soft, appropriately tender, non-distended, jp drain with moderate serosanguinous output. On (B)(6) 2017: (B)(6), md. Consultation. Reason for visit: ¿angry looking¿ belly. Postop day 8 after umbilical hernia repair with mesh, sent here by dialysis nurses for redness and swelling near incision. Reports he was doing well until on (B)(6), when his drain was removed and he was discharged from follow-up. Over the weekend, he developed increasing pain, poor appetite, sweats, and low-grade temps. There has been no drainage. History: chronic pain on (B)(6) 2016, MRI showed disc issue left mid back; continuous positive airway pressure dependence on (B)(6) 2016; dialysis, started on pd program on (B)(6) 2016; gastroesophageal reflux disease 1990¿s; hypercholesterolemia on (B)(6) 2015; hypertensive disorder 1990¿s; renal failure, chronic kidney disease which has gotten progressive worse 2000¿s; abdominal surgery, repair urinary reflux 1982. Exam: abdomen; incision partially opened superficially, above the umbilicus, 4-5 cm area of fluctuance, erythema, and skin breakdown with weeping. Drain site clean and dry. Open area of incision does not communicate with deep collection when probed with cotton swab. Impression/plan: fluid collection under pressure, possibly infected and in continuity with mesh. Plan or for exploration and possible removal of mesh overlay. On (B)(6) 2017: (B)(6), md, phd. History and physical. Examined and has evidence of a fluid collection in his surgical wound. Or today for wound exploration and mesh removal. On (B)(6) 2017: (B)(6), phd. Operative report. Procedure(s): I & d, removal infected mesh abdomen, packing. Anesthesia attending: (B)(6), crna. Anesthesia type: general. Asa code: iii. Description of procedure: indication: this patient is status post umbilical hernia repair pod #8. He came back to my clinic on pod #4 to remove jp drain. At the time there was no sign of infection however he came back to the clinic today with his fluid correction [sic] and the incision was marked cellulitis. Therefore exploratory surgery was indicated this time. Procedure: ¿the patient was placed on the operating room table in supine position and his abdomen was prepped and draped in the usual sterile fashion. To make sure that infection does not get capd exit site we covered the capd exit site with steri-drape. Under general anesthesia, incision was opened and we noticed large amount of pus came out from the incision. Last time the mesh was placed above the fascia closure and therefore it was easy to remove mesh. Under the mesh, the stitches closing fascia was tight there was no opening in the abdominal wall. Incision was then irrigated and visualized amount of saline and the debridement was performed. The sponge soaked with betadine was packed in the wound and the wound was covered by sponge and tegaderm with that closure. Capd site looked [sic] not infected. The plan is to change the packing 2 days later at the floor and then bring him back to the or 3 days later for vac dressing application. The patient heard procedure well and transported to the recovery room in stable condition. Attestation; I, dr. (B)(6) was present during entire procedure.¿ on (B)(6) 2017: (B)(6) hospital. Implant record. Umbilical hernia mesh implant. Graft mesh l 10cm 7.5w 1 mm synthetic abdominal non absorbable rectangle thick eptfe dulex ca/1ea. Serial no: (B)(6). Model/cat no: 175101. Action: explanted. Abdominal binder; 1 used. On (B)(6) 2017: (B)(6), md. Pathology report. Accession #: s17-71012. Final diagnosis: umbilical hernia mesh implant: necrotic tissue with acute inflammation and abscess. Clinical history: infected mesh, infected umbilical hernia. Specimen: umbilical hernia mesh implant. Gross description: received fresh labeled martin botticelli, mrn 1871191 and ¿umbilical hernia mesh implant¿ is a 4.8 x 3.7 x 0.1 cm yellow, rubbery solid foreign body with multiple blue surgical sutures at the periphery. One surface is smooth and glistening and the opposing side is slightly granular with pink-red, loosely adherent necrotic appearing tissue measuring 0.8 x 0.8 x 0.2 cm in aggregate. Gross photos are taken. The soft tissue is submitted in cassette a1. On (B)(6) 2017: (B)(6), md. Discharge summary. Status post pd catheter placement, not yet on pd, status post hernia repair with mesh on (B)(6), sent in by dialysis nurses who were seeing him for pd training and noticed redness and swelling near incision. Patient had post-op drain removed 10/20 without complications. He developed increased pain, poor appetite, sweats, and low grade temps over the next couple days, was taken to the operating room on (B)(6) for exploration and removal of presumed infected mesh. He was taken back to the operating room on (B)(6) for final washout and wound vac placement. Admitted on (B)(6) for exploration, washout and removal of infected abdominal mesh. Was started on empiric antibiotics and narrowed to unasyn on (B)(6)when sensitivities came back. Hospital course otherwise uncomplicated, discharged with a two week by mouth course of cipro and amox/clav and vna for wound vac management. Follow up home health services for wound vac changes monday, wednesday, friday for surgical site infection involving mesh status post umbilical hernia repair and dr. (B)(6) for wound re-check on (B)(6) 2017. No lifting more than 5 lbs, activity as tolerated. Weight 220 lbs, bmi 32.5. Wbc on (B)(6) 2017 10.22. On (B)(6) 2017: (B)(6), md, phd. Office notes. Consult for dialysis access/follow up following dialysis access creation. Wound was treated by back dressing for 1 week then simple dressing for over 2 weeks now. Exam: weight 232 lbs, bmi 34.26. Abdominal incision is healing well however skin defect is still 2 cm x 0.5 cm. Butterfly tape was applied today. On (B)(6) 2017: (B)(6), md. History and physical. Patient has failed repeat dressing changes with regular clinical follow-up. Consequently, the decision was made to go to the or for debridement. On (B)(6) 2017: (B)(6), md. Operative report. Pre-op diagnosis: status post umbilical hernia repair, wound dehiscence. Post-op diagnosis: status post umbilical hernia repair, wound dehiscence. Procedure(s): debridement and closure umbilical wound. Anesthesia attending: (B)(6), do (resident). Anesthesia type: mac. Asa code: ii. Description of procedure: ¿the patient previously underwent umbilical hernia repair but it was complicated by infection of mesh. Mesh was removed and back dressing was placed for 2 weeks. However, wound is not completely closed because of the development of abnormal granulation tissue. Therefore, debridement of the wound and the closure of umbilical wound is indicated at this time. Procedure findings: the patient was place on the operating room table in the supine position and his abdomen was prepped and draped in the usual sterile fashion. Incision was about 3 cm long and the [sic] about 5 mm wide which was filled with granulomatous tissue. Under local anesthesia, we removed abnormal granulomatous tissue by electrocautery. The fresh wound was then closed in interrupted fashion using 3-0 pds suture. The incision was then covered by dressing. Estimated blood loss: 3 ml.¿ on (B)(6) 2018: (B)(6) hospital. Lab. Wbc 15.00 h. On (B)(6) 2018: (B)(6), md, phd. History and physical. Consult for surgical evaluation for kidney transplant and umbilical hernia. Underwent umbilical hernia repair on (B)(6) 2017, complicated with infection of mesh. Mesh removed but required vac dressing followed by two small revision [sic] of his infected wound. Now developed recurrence of hernia. [Incomplete record]. On (B)(6) 2018: (B)(6), phd. Operative note. Preop dx: recurrent ventral hernia. Postop dx: same. Procedure: ventral hernia repair with mesh. Anesthesia: general. Findings: prosthetic mesh placed in an underlay fashion. Weight 235 lb 12.8 oz, bmi 34.53. Exam: abdomen; soft, distended by capd fluid, nontender, incision well healed but skin is partially gacrenous [sic] with abdominal wall defect 2x3cm . ¿this is a patient who has been on capd but developed umbilical hernia. He previously underwent hernia repair with mesh which was complicated with infection of the mesh. The infected mesh was removed and infected wound was treated with vac dressing. However he came back recently with recurrent umbilical hernia. Probably his intra-abdominal pressure is high because of the capd. This time hernia repair for recurrent umbilical hernia is indicated. Procedure findings: the patient was placed on the operating room table in the supine position and his abdomen was prepped and draped in the usual sterile fashion. We first made about 5 cm long transverse incision around his navel. The abdominal wall defect was about 3 cm wide and 5 cm long. We identified reliable anterior fascia all the way around and gore-tex mesh was placed inlay fashion using 0 ethibond. The anterior fascia was then closed with 0 ethibond. Skin was then closed in 2 layers with 3-0 vicryl suture and 4-0 monocryl suture. We also placed small jp drain in the subcutaneous layer. The patient tolerated procedure well and transported to the recovery room in stable condition. Attestation: I, dr. (B)(6), was present during entire procedure. Estimated blood loss: 10 ml. ¿ implants: mesh synthetic l15cm iocmw 1mm abdominal non absorbable oval thick eptfe dulex ca/1ea -l0g3886542 . The medical records confirm: inventory item: mesh graft l15cm serial no: model/cat no: 110151 10 w 1mm perfix polypropylene monofilament plug ingijinal hernia soft tissue repair oval ca/1ea. Implant name: mesh synthetic. Laterality: area: abdomen. L15cm 10cmw 1mm abdominal non absorbable oval thick eptfe dulex ca/1ea log: 3886542. Manufacturer: davol. Action: implanted. Number used: 1 on (B)(6) 2018: (B)(6) hospital. Lab. Wbc 11.28 h.

Manufacturer narrative:
Confirmed with outside psg that on november 19, 2019 the claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. This event will be closed as no problem detected.

Manufacturer narrative:
This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. This event will be closed as no problem detected. All previous codes 1930 and 3191 used for "open abd wound and delayed closure" "debridement and vac placed (B)(6) 2017" "debridement and closure on (B)(6) 2017" were reported based on the original complaint and are no longer applicable per gore¿s investigation. Conclusion code 4316: appropriate term/code not available used for "withdrawn complaint"

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2017 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh infection with open abd wound and delayed closure, debridement and vac placed (B)(6) 2017, debridement and closure on (B)(6) 2017, mesh removal requiring additional surgeries. Additional event specific information was not provided.